Event description:
It was reported the left ventricular (lv) lead exhibited high thresholds since initial implant. During a generator changeout, it was noted that the outer insulation of the lead was damaged. Medical adhesive was applied and the lv lead remains in use. It was also reported that the device experienced unexpected longevity due to the high output on the lv lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).